Manufacturer narrative:
(B)(4); only event year known: 2020 batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused, or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could you please provide more details for "he was planning divert this patient prior to this issue."? Surgeons doing colectomies, often create a diverting ileostomy to give the colon time to heal. This was his pre surgical plan for this patient therefore, he didn¿t have to change the plan as a result of the stapler being stuck. Was there any change in the procedure? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There was not.

Event description:
It was reported that during a sigmoid colectomy the circular stapler was stuck upon removal after firing. The surgeon did rotate two full 360 revolutions. However, upon removing he did a full 360 degree rotation of the stapler instead of 90/180 fishtailing. The patient did have an anastomotic tear. He was planning divert this patient prior to this issue. He oversewed to complete the case. There were no patient consequences.